Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 24 mmol/l, with trace ketones; cause was unknown. The customer administered a bolus via the pump to address their bg level. No additional treatment was provided by the medical professionals. The customer was discharged from the ER on (B)(6) 2025, with the issue resolved and no permanent damage sustained. A system check was performed and it was determined that the pump was functioning as intended.